Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics. One day after being admitted, the patient was discharged from the hospital. On an unreported date, dianeal therapies were discontinued and the patient was put on hemodialysis for a few weeks while recovering from the event. At the time of this report, the patient was recovered from the peritonitis. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).